Manufacturer narrative:
Medtronic received additional information that the paravalvular leak (pvl) was severe. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year following the implant of this transcatheter bioprosthetic valve, paravalvular leak (pvl) was reported and a non-medtronic valve was implanted. No additional adverse patient effects were reported.